Manufacturer narrative:
Follow-up #1: date of submission 05/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/18/2016 with the following findings: the reported "line in display" was not duplicated during investigation. Unrelated to the complaint, the display was found to be dim, faded and pink. Also unrelated to the complaint, there was evidence of moisture observed in the battery compartment. The battery compartment was observed to be cracked at the threads above the bumper and at the case seal below the bumper. A leak test failed due to battery compartment leak. The pump was opened; there was no further evidence of internal moisture found. The display flex was found to be fully seated and secured in the connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.